Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During use on the patient needle breakage at the body part occurred in a row. No device fell into the patient¿s body.. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide procedure name no further information is available. How was procedure successfully completed? No further information is available. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The device has been received at (B)(4) and will be shipped. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/11/2022 h6 component code: g07002 no device problem found additional information: d9, h3, h6 additional information was requested but unavailable: *please confirm how many devices experienced needle breakage. =>no further information is available. No further information will be provided. H3 investigational narrative: two failed suture needles were submitted fractographic evaluation. The components were identified as product code d8461. It was requested that assess the fracture mode of the failures. A fracture was observed in the body of sample a and in the body of sample b. The needles were received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational narrative: eleven packets of product code d8461 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needles were intact and no damages, breakage on the body, tip, or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.